Manufacturer narrative:
(B)(4). Date of event: publication year of 2010. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: minimally invasive video-assisted thyroidectomy (mivat): what is the real advantage? Author : paolo del rio & maria francesca arcuri & paola pisani & belinda de simone & mario sianesi. Citation: langenbecks arch surg (2010) 395:323¿326 doi 10.1007/s00423-009-0589-2. The objective of this study was to identify the differences between video-assisted and traditional thyroidectomies by compiling and comparing the authors¿ video-assisted results with respect to postoperative complications (hypocalcaemia, nerve palsy and postoperative bleeding) with the outcomes of patients receiving conventional thyroidectomy. Of the 1,015 patients who underwent total thyroidectomy from july 2005 to march 2009, 211 patients (4:1 female/male ratio) with a mean age of 50.6 years, underwent mivat. A total of 587 of the 804 patients who underwent total open thyroidectomy during the same period were matched with the mivat group. The procedure for mivat was performed in accordance with miccoli¿s technique. The section of the pedicle superior vessels was detached with the use of the ultracision cs 14 (ethicon endosurgery) and/or single use automatic clip applier s-90 (autosuture). To perform a total thyroidectomy, all the steps of the procedure were repeated in the contralateral thyroid. There were 6 cases of monolateral nerve palsy, and after 6 months, a definitive palsy in two cases. These two cases were treated. In two sufficient (aesthetic result) cases, a skin burn was observed. In conclusion, the authors reported that patients treated with mivat showed an improvement in incidence of postoperative hypocalcaemia, postoperative pain, postoperative stay, psychophysical recovery and cosmetic result.